Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, towards the end of the dialysis when the catheter dressing was changed, the catheter stuck to the bandage. Upon loosening, it was briefly kinked. The nurse noticed a small "opening"/hole at the venous extension tube close to the hub (the kink was also located where the hole is). From then on it was noticed that there were small air bubbles in the arterial conduit because by manipulating the catheter, there could have been a kink, which could have caused the problem. There was also a kind of sucking sound, however, upon inspection there was no blood loss noticed on the originally present bandage. The catheter was not repaired, tego was not utilized and the clamp was not moved periodically. There was no luer adapter issue, there was no blood leak at the "opening"/hole in the venous extension tube, there was nothing unusual about the device before use, aspiration of lock (citraflow) and flushing was done with okay result, no other defects/damages found on the product, no other products used in conjunction with the unit, no excessive forced was used, disinfecting alcohol chlorhexidine 2% was the cleaning product used on the device, cleaning agents were given the opportunity to dry properly, no ointments was used and no recent protocol change for the cleansers used. It was also stated that the vascular surgeon removed the defective catheter and reinserted/implanted a new catheter of the same type to resolve the issue. The patient has usable vascular access now to be dialyzed. The patient optimal weight/dry weight was 93.5kg and patient¿s weight when the patient arrived at the center/before dialysis was 93.5kg. Blood transfusion was not required and there were no symptoms or complications in the patient related to this event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g1, g3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted there was a hole at the junction of the extension tube and blue luer adapter. The cannula was cut and not received. It was reported that there was a hole on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can happen when clamping the extension tube close to the luer adapter can cause excess stress on the extension tubing which can lead to breaks/leaks in the tubing where it connects to the luer adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, towards the end of the dialysis when the catheter dressing was changed, the catheter stuck to the bandage. Upon loosening, it was briefly kinked. The nurse noticed a small "opening"/hole and blood leak at the venous extension tube close to the hub (the kink was also located where the hole is). From then on it was noticed that there were small air bubbles in the arterial conduit because by manipulating the catheter, there could have been a kink, which could have caused the problem. There was also a kind of sucking sound. It was stated that there was no blood loss on the original catheter dressing. The catheter was not repaired, tego was not utilized and the clamp was not moved periodically. There was no luer adapter issue, there was nothing unusual about the device before use, aspiration of lock (citraflow) and flushing was done with okay result, no other defects/damages found on the product, no other products used in conjunction with the unit, no excessive forced was used, disinfecting alcohol chlorhexidine 2% was the cleaning product used on the device, cleaning agents were given the opportunity to dry properly, no ointments was used and no recent protocol change for the cleansers used. It was also stated that the vascular surgeon removed the defective catheter and reinserted/implanted a new catheter of the same type to resolve the issue. The patient has usable vascular access now to be dialyzed. The patient optimal weight/dry weight was 93.5kg and patient¿s weight when the patient arrived at the center/before dialysis was 93.5kg. There was very little blood loss on this event (cannot be measured) and blood transfusion was not required. There were no symptoms or complications in the patient related to this event. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted there was a hole in the extension tube which led to a leak. The cannula was cut and not received. It was reported that there was a leak on the extension tube. The reported issue was confirmed. The product analysis noted that the device was not used as intended. This issue may occur when clamping the extension tube close to the luer adapter can cause excess stress on the extension tubing which can lead to breaks/leaks in the tubing where it connects to the luer adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: b5, e1 (facility name), g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, towards the end of the dialysis when the catheter dressing was changed, the catheter stuck to the bandage. Upon loosening, it was briefly kinked. The nurse noticed a small "opening"/hole at the venous extension tube close to the hub (the kink was also located where the hole is). From then on it was noticed that there were small air bubbles in the arterial conduit because by manipulating the catheter, there could have been a kink, which could have caused the problem. There was also a kind of sucking sound, however, upon inspection there was no blood loss noticed on the originally present bandage. The catheter was not repaired, and the clamp was not moved periodically. There was no luer adapter issue, there was no blood leak at the "opening"/hole in the venous extension tube, there was nothing unusual about the device before use, aspiration of lock (citraflow) and flushing was done with okay result, no other defects/damages found on the product, no other products used in conjunction with the unit, no excessive forced was used, disinfecting alcohol chlorhexidine 2% was the cleaning product used on the device, cleaning agents were given the opportunity to dry properly, no ointments was used and no recent protocol change for the cleansers used. It was also stated that the vascular surgeon removed the defective catheter and reinserted/implanted a new catheter of the same type to resolve the issue. The patient has usable vascular access now to be dialyzed. Blood transfusion was not required and there were no symptoms or complications in the patient related to this event. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted there was a cut/hole/disconnection in the extension tube which led to a leak. It was reported that there was a leak or hole on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can happen when clamping the extension tube close to the luer adapter can cause excess stress on the extension tubing which can lead to breaks/leaks in the tubing where it connects to the luer adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, towards the end of the dialysis when the catheter dressing was changed, the catheter stuck to the bandage. Upon loosening, it was briefly kinked. The nurse noticed a small "opening"/hole at the venous extension tube close to the hub (the kink was also located where the hole is). From then on it was noticed that there were small air bubbles in the arterial conduit because it was changed in lumen. There was also a kind of sucking sound, however, upon inspection there was no blood loss noticed on the originally present bandage. The catheter was not repaired, and the clamp was not moved periodically. There was no luer adapter issue, there was no blood leak at the "opening"/hole in the venous extension tube, there was nothing unusual about the device before use, aspiration of lock (citraflow) and flushing was done with okay result, no other defects/damages found on the product, no other products used in conjunction with the unit, no excessive forced was used, disinfecting alcohol chlorhexidine 2% was the cleaning product used on the device, cleaning agents were given the opportunity to dry properly, no ointments was used and no recent protocol change for the cleansers used. It was also stated that the vascular surgeon removed the defective catheter and reinserted a new catheter to resolve the issue. The patient has usable vascular access now to be dialyzed. Blood transfusion was not required and there were no symptoms or complications in the patient related to this event. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.